Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The results of the investigation concluded that the shaft had been fractured and separated, with subsequent fracture of the microcables; the corewire remained intact and had been exposed. It was noted that the corewire had been kinked and the shaft had been kinked at the location of the fracture. The combined length of the two shaft sections is consistent with no missing material from the guidewire assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use.

Event description:
During the procedure, the guidewire was used for ffr measurement successfully. The guidewire was then used for intervention. The guidewire was used to deliver a catheter, stent, and a non-compliant balloon for post dilation. As the balloon was being removed, the coating on the guidewire became fractured and the balloon and the guidewire were removed together with no issues. Another device was used to complete the procedure with no adverse patient consequences.